Event description:
It was reported that when an asymptomatic patient presented in the operating room for device replacement, externalized conductors were observer. Electrical function of the lead was tested and no anomalies were detected. Lead remains implanted. Patient will continue to be monitored.